Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from the (B)(6) that the electric pen drive device would go into reverse for no reason. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). The manufacturing location was documented as (B)(4) in the initial report. It has been updated as (B)(4). Serial number was documented as (B)(4) in the initial report. It has been updated as (B)(4). The date returned to manufacturer was documented as mar 24, 2017 in the initial medwatch. It has been updated as mar 27, 2017. The date of manufacture was documented as mar 4, 2004 in the initial medwatch. It has been updated as june 29, 2009. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.